Manufacturer narrative:
As a result, the leads explanted and replaced to address the issue. Therapy was restored. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02548 it was reported that the patient had taken a fall, and since then was experiencing pain and well as the system was auto reducing. The system diagnostics recorded high impedances on the leads. The patient was reprogrammed but was not receiving total relief. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.